Event description:
It was reported that the customer was treated by paramedics due to hypoglycemia. The customer stated that he went to bed with a blood glucose reading of 160 mg/dl, but by the time the paramedics arrived in the morning, his blood glucose reading was 28 mg/dl. Troubleshooting was preformed. The insulin pump was programmed and reading the reservoir volume correctly. The displacement test passed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.